Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check. Upon interrogation, post-paced t-wave oversensing on the ventricular channel was observed. The patient did not receive therapy during the oversensing. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.